Manufacturer narrative:
Conclusion: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However, to confirm an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
User experienced sudden hearing loss with the right implant following a head impact in early (B)(6) 2026. The user has been reimplanted.

Event description:
The user experienced sudden hearing loss with right ci following a head impact in early (B)(6) 2026. No swelling or redness was seen. After one month of observation with no improvement in hearing performance, re-implantation was done on (B)(6) 2026.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.